Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high lead impedance (>10,000 ohms) at a recent appointment. Diagnostics were attempted multiple times with the same result. The generator was turned off and the patient was referred for surgery. Surgery is planned but it has not been confirmed that surgery has occurred. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator and lead replacement. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Age at time of event: corrected data: follow-up report #2 inadvertently did not update the patient age based on the updated event date. Date of event: corrected data: follow-up report #2 inadvertently did not update the event date based on additional information which was received during product analysis.

Event description:
Additional information was received that product analysis was completed on the generator and lead. Results of diagnostic testing indicated the generator was operating properly. The battery status indicated ifi=no in the pa lab. The battery voltage was 2.985 volts, (not at ifi) as measured. The data in the diagaccumconsumed memory locations revealed that 16.526% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, chlorine and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.